Manufacturer narrative:
During the onsite visit the fse (field service engineer) was not able to duplicate customer reported event. Ir registration and limbal detection working without any issue. Fse verified tracker operations and successfully completed system verification to specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an eye tracker error during refractive treatment. Additional information requested.